Event description:
It was reported that the patient was presented to ER after receiving multiple inappropriate hv therapies for an atrial arrhythmia with a fast ventricular response. Diagnostic anomaly in the monitor zone and extended charge time were also noted. The device was observed to be nearing eol. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4). Device evaluation anticipated, but not yet begun

Manufacturer narrative:
(B)(4).

Event description:
Clarification of event: it was reported that the patient received multiple inappropriate therapies after the patients rhythm increased into the vf zone. The initial diagnosis was svt, however the subsequent diagnosis was vt in the monitor zone. An extended charge time and low battery voltage were observed. Therefore, the device was explanted and replaced.

Manufacturer narrative:
Evaluation description. The reported field events of inappropriate therapy and extended charge time were not confirmed in the laboratory. Programmer printouts and diagnostic data were reviewed and no anomalies were found. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.